Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and confirmed electrical test fails #50. The fse determined that the motor control board was damaged by saline. To fix the issue, the fse replaced the motor control board. The fse also noticed two (2) safety disk guide blocks were broken and they were replaced. A pan head screw was also replaced. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had a "power up test fails code# 50. There was no patient involvement and no adverse event reported.